Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving two separate products.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on or about (b)(6 2012 after the use of the product.